Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a lumber spine procedure, the bur broke near the head. It was also reported that there no adverse consequences as a result of this event. It was further reported that there was a slight delay to obtain another bur and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that significant wear along the flute edges and the radius of the part was observed. It was also noted that some significant metal shavings were stuck to the bur neck. From the analysis carried out it suggests that the bur had contacted another material other than bone for an extended period of time which may have led to the fracture of the bur in this event. The attachments for use with this bur IFU's state the following indication for use; "when used with these motors, the elite and heavy duty attachments and cutting accessories are intended to cut bone and bone cement in the following manner: drilling, reaming, decorticating, shaping, and smoothing for the following medical applications: neuro; spine; ear, nose and throat (ent)/otology/neurotology/ otorhinolaryngology; craniofacial and maxillofacial; dental; and endoscopic applications." The quality investigation is complete.

Event description:
It was reported that during a lumber spine procedure, the bur broke near the head. It was also reported that there no adverse consequences as a result of this event. It was further reported that there was a slight delay to obtain another bur and the procedure was completed successfully.